Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the physician followed the appropriate steps to deploy the involved angio-seal device. The doctor reported that she heard the first click, second click and then when she pulled back everything (including the anchor) came out of the patient. The patient was not injured, and the anchor was inside of the sheath. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product. Additional information was received on (B)(6) 2022: the procedure performed was a peripheral procedure using a 6fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were some issues going through the arteriotomy were they had to rotate the "lip" 180 degree to enter the vessel, then turned it back to the normal facing direction for assessment of the back-bleeding, then deployment. Hemostasis was achieved with manual pressure (the footplate didn't even come out of the device). Estimated blood loss was minimum, caught very fast less than 5cc's.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The carrier tube and hemostasis sheath were returned. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been in the fully rear-locked position and the tubing had been cut between the green connecting latches. The anchor was found to have been deployed from the distal tip of the hemostasis sheath. No other damage or deformation to the device was identified. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).